Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka). Details regarding the patient's blood glucose levels and the duration of the pod use were not provided but the pod was worn at the time of the reported event. Symptoms reported include nausea, blurred vision, presence of ketones, headache, and decreased appetite. The patient was treated with intravenous (IV) fluids and insulin. The patient was discharged on the same day.